Manufacturer narrative:
Product has been received by manufacturer, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the circuit has cracks and is splitting at the patient wye. No patient injury reported.